Manufacturer narrative:
This supplemental med watch has been updated. Additional information received (6/18/2014) indicated that the angioguard was not in the patient when the patient became hypotensive. Dopamine was started immediately to maintain the systolic over 110mmhg. There was no associated bradycardia. The patient was subsequently discharged from surgical suite with no noted additional complications. The code stroke was called for the patient approx 1.5 hours after patient was discharged to the unit. A non-cordis balloon was used for pre/post dilation. Initial procedural hypotensive event occurred post angioplasty and stenting but prior to procedure closing. Complaint conclusion updated: the adjudication committee has agreed that the patient experienced a cva-major, (ipsilateral, ischemic/embolic) on (B)(6) 2013 and (B)(6) 2013. The site had previously reported these events as an ischemic stroke. Per the minutes, the patient also became hypotensive during the procedure and was administered dopamine. This 77 year old male patient enrolled in the sapphire study experienced post procedure behavioral change and aphasia with symptoms of right hemiparesis and hemineglect that were diagnosed by the site as an ischemic stroke. The patient partially recovered from the event with minor residuals. The patient¿s medical history includes severe pulmonary disease, hyperlipidemia, clinical copd, history of smoking (>5packs of cigarettes), hypertension (systolic>140, or diastolic>90, or requiring medication).the nih and rankin scores at baseline were 0. It was reported that the patient was asymptomatic pre-procedure. The procedure was performed on a (B)(6)% occluded lesion in the ostium left internal carotid artery of 17 mm in length and 4.61 mm vessel diameter. The arch iii was eccentric with moderate calcification. The lesion had mild vessel tortuousity. A 6 mm medium support angioguard rx embolic protection device was successfully deployed past the lesion, and pre-dilatation with a non-cordis balloon. An 8x40mm precise pro rx stent was successfully deployed at the target lesion. The residual diameter stenosis measured (B)(6)%. The residual diameter stenosis measured (B)(6)%. The angioguard rx was successfully retrieved with debris in it. There was no documented dissection or presence of air bubbles. Per the site, initial procedural hypotension occurred post angioplasty and stenting but prior to procedure closing. The angioguard was not in the patient when the hypotension occurred. Dopamine was started immediately to maintain the systolic over 110mmhg. There was no associated bradycardia. Per the site, the hypotension could have been secondary to the stent/pta. The patient was neurologically intact upon leaving the angio suite. The code stroke was called for the patient approximately 1.5 hours after patient was discharged to the unit on (B)(6) 2013. Per the adjudication minutes, the ischemic stroke with ¿unknown¿ onset of behavioral changes, aphasia, dysarthria, right hemineglect and right hemiparesis or hemiplegia. A stat CT scan revealed no hemorrhage and the cta of the head and neck showed patent arteries. A brain MRI on (B)(6) 2013, per progress note, revealed several small acute/to early subacute ischemic infarcts in the left cerebral hemisphere noted many in watershed zones. The patient was discharged on asa and clopidogrel on (B)(6) 2013 and had returned to baseline. The nih and stroke scale at discharge were 0. Several hours after discharge the patient was readmitted with acute right-sided weakness. A brain MRI on (B)(6) 2013 revealed progression of acute infarctions in the watershed areas of the left cerebral hemisphere and head of the left caudate. Carotid duplex ultrasound on (B)(6) 2013 reported that the left carotid stent was (B)(6) for occlusion, and flow was seen within stent. A head CT scan on (B)(6) 2013 reported evolving acute/subacute left basal ganglia infarct representing interval change. Extensive scattered chronic small vessel changes were present bilaterally. There was no intracranial hemorrhage, extra-axial collections, or shift of midline structures. CT angiography on (B)(6) 2013 reported patent left carotid stent. A follow-up brain MRI on (B)(6) 2013 demonstrated evolving left mca territory and watershed distribution left hemispheric acute/subacute infarcts. Infarct also involved head of the left caudate nucleus. No interval change in size or configuration of ventricles or extra-axial collections was noted. The physician believes that the events were related to the index procedure since acute infarctions of the watershed area possibly related to procedural medication or baroreflex secondary to stent placement. Hospital course was also complicated by right wrist swelling for which rheumatology was consulted. Symptoms improved with permissive hypertension on aspirin, plavix and statin. No intervention was needed as per near-infrared radiation (nir) consultation. The patient was discharged to acute rehabilitation facility with nih 3, right arm weakness, facial droop and dysarthria. The product remains implanted and is thus not available for analysis. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Hypotension related to carotid stenting is usually related to baro-receptor stimulation. Baroreceptors detect the amount of stretch of the blood vessel walls, and send the signal to the nervous system in response to this stretch, initiating a reflex via the glossopharyngeal nerve. This results in a fall in blood pressure and bradycardia. Stent placement may promote persistent stimulation of these baro-receptors. These reactions are anticipated relatively short-term adverse events associated with the compression of the baro-receptors during balloon inflation, stent implantation and filter device manipulation. Per the investigator, the event of hypotension could have been secondary to the stent/pta. Cerebrovascular accident is a known potential risk associated with implanting a stent in a carotid artery and is listed in the IFU as such. It can be defined as a cerebrovascular disorder caused by deprivation of blood flow to an area of the brain, generally as a result of thrombosis, embolism, or reduced blood pressure. The act of stent expansion or post-dilatation, to optimally oppose a carotid stent to the vessel wall, temporarily obstructs blood flow to the cerebral arteries (ischemic process). The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported event. A blood vessel that is not blocked, but is extremely narrowed, can also cause an ischemic stroke. The blocked or narrowed arteries deprive brain cells of oxygen and nutrients, leading to nerve cell death. 80% of all strokes are ischemic. During ischemic stroke, diminished blood flow initiates a series of events (called ischemic cascade) that may result in additional, delayed damage to brain cells. Early medical intervention can halt this process and reduce the risk for irreversible complications. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests the MRI performed when the second cva occurred revealed progression of acute infarctions in the watershed areas of the left cerebral hemisphere and head of the left caudate. Indicating a continuation of the original event. Neither the DHR nor the information available for review indicate that there is a design or manufacturing related issue, therefore no corrective action is required.

Event description:
As reported by the (B)(4) study, following the carotid artery stenting (cas) procedure, a patient experienced behavioral change and aphasia with symptoms of right hemiparesis and hemineglect that were diagnosed as ischemic stroke. The patient partially recovered from the event with minor residuals. The nih and rankin scores at baseline were 0. It was reported that the patient was asymptomatic pre-procedure. The procedure was performed on a 93% occluded lesion in the ostium left internal carotid artery of 17 mm in length and 4.61 mm vessel diameter. The arch iii was eccentric with moderate calcification. The lesion had mild vessel tortuosity. A 6 mm medium support angioguard rx embolic protection device was successfully deployed past the lesion, and pre-dilatation was performed. An 8x40mm precise pro rx stent was successfully deployed at the target lesion. The residual diameter stenosis measured 10%. The residual diameter stenosis measured 20%. The angioguard rx was successfully retrieved with debris in it. There was no documented dissection or presence of air bubbles. The patient was neurologically intact upon leaving the angio suite. The patient was discharged four days after the procedure and had returned to baseline. The nih ans stroke scale at discharge were 0. Several hours after discharge the patient was readmitted with symptoms of right hemiparesis and hemineglect that were diagnosed as ischemic stroke. The duration of neurological deficit was unknown. The physician believes that the event was related to the index procedure since acute infarctions of the watershed area possibly related to procedural medication or baroreflex secondary to stent placement. Symptoms improved with permissive hypertension on aspirin, plavix and statin. No intervention was needed as per nir consultation.

Manufacturer narrative:
Hospital course also complicated by right wrist swelling for which rheumatology was consulted. The patient was discharged to acute rehabilitation facility with nih 3, right arm weakness, facial droop and dysarthria. Concomitant devices: angioguard rx catalog number 601814rmc, lot number 70813446. Concomitant medications: heparin was given during the procedure. Pre and post-procedure medications and discharge includes aspirin and clopidogrel. As reported by the (B)(4) study, following the carotid artery stenting (cas) procedure on a (B)(6) male patient, the patient experienced behavioral change and aphasia with symptoms of right hemiparesis and hemineglect that were diagnosed as ischemic stroke. The patient partially recovered from the event with minor residuals. The patient¿s medical history includes severe pulmonary disease, hyperlipidemia, clinical copd, history of smoking (>5packs of cigarettes), hypertension (systolic>140, or diastolic>90, or requiring medication).the nih and rankin scores at baseline were 0. It was reported that the patient was asymptomatic pre-procedure. The procedure was performed on a 93% occluded lesion in the ostium left internal carotid artery of 17 mm in length and 4.61 mm vessel diameter. The arch iii was eccentric with moderate calcification. The lesion had mild vessel tortuosity. A 6 mm medium support angioguard rx embolic protection device was successfully deployed past the lesion, and pre-dilatation was performed. An 8x40mm precise pro rx stent was successfully deployed at the target lesion. The residual diameter stenosis measured 10%. The residual diameter stenosis measured 20%. The angioguard rx was successfully retrieved with debris in it. There was no documented dissection or presence of air bubbles. The patient was neurologically intact upon leaving the angio suite. The patient was discharged four days after the procedure and had returned to baseline. The nih and stroke scale at discharge were 0. Several hours after discharge the patient was readmitted with symptoms of right hemiparesis and hemineglect that were diagnosed as ischemic stroke. The duration of neurological deficit was unknown. The physician believes that the event was related to the index procedure since acute infarctions of the watershed area possibly related to procedural medication or baroreflex secondary to stent placement. Hospital course was also complicated by right wrist swelling for which rheumatology was consulted. Symptoms improved with permissive hypertension on aspirin, plavix and statin. No intervention was needed as per near-infrared radiation (nir) consultation. The patient was discharged to acute rehabilitation facility with nih 3, right arm weakness, facial droop and dysarthria. The product remains implanted and is thus not available for analysis. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Ischemic stroke is a known potential risk associated with implanting a stent in a carotid artery and is listed in the IFU as such. It can be defined as a cerebrovascular disorder caused by deprivation of blood flow to an area of the brain, generally as a result of thrombosis, embolism, or reduced blood pressure. The act of stent expansion or post-dilatation, to optimally oppose a carotid stent to the vessel wall, temporarily obstructs blood flow to the cerebral arteries (ischemic process). The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported event. A blood vessel that is not blocked, but is extremely narrowed, can also cause an ischemic stroke. The blocked or narrowed arteries deprive brain cells of oxygen and nutrients, leading to nerve cell death. 80% of all strokes are ischemic. During ischemic stroke, diminished blood flow initiates a series of events (called ischemic cascade) that may result in additional, delayed damage to brain cells. Early medical intervention can halt this process and reduce the risk for irreversible complications. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events. Neither the DHR nor the information available for review indicate that there is a design or manufacturing related issue, therefore no corrective action is required.

Manufacturer narrative:
The alert date, on this 3500a supplemental medwatch is 12/16/2013 which is when cordis received the notification of the hypotension event. On (B)(6) 2014, the event of cva was reported via adjudication minutes, which is also being reported in this medwatch within the 30 day reporting period. Additional information will be submitted within 30 days of receipt. Per the adjudication minutes, the committee agreed that the patient experienced a cva-major, (ipsilateral, ischemic/embolic) on (B)(6) 2013. Per the minutes, the patient also became hypotensive during the procedure and was administered dopamine. He had labile blood pressure, further became hypertensive with small fluctuations in dopamine. A brain MRI on (B)(6) 2013, per progress note, revealed several small acute/to early subacute ischemic infarcts in the left cerebral hemisphere noted many in watershed zones. A brain MRI on (B)(6) 2013 revealed progression of acute infarctions in the watershed areas of the left cerebral hemisphere and head of the left caudate. Carotid duplex ultrasound on (B)(6) 2013 reported that the left carotid stent was negative for occlusion, and flow was seen within stent. A head CT scan on (B)(6) 2013 reported evolving acute/subacute left basal ganglia infarct representing interval change. Extensive scattered chronic small vessel changes were present bilaterally. There was no intracranial hemorrhage, extra-axial collections, or shift of midline structures. CT angiography on (B)(6) 2013 reported patent left carotid stent. A follow-up brain MRI on (B)(6) 2013 demonstrated evolving left mca territory and watershed distribution left hemispheric acute/subacute infarcts. Infarct also involved head of the left caudate nucleus. No interval change in size or configuration of ventricles or extra-axial collections was noted.